Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, a leak was confirmed consistent with the reported abnormal noise. The investigation determined that the leak was caused by a disconnection of the noxmixer tube at the oxygen inlet connection to the noxmixer assembly. The noxmixer tube connection was repaired, and the device subsequently met all manufacturer specifications for nitric oxide delivery accuracy in manual mode, alarm functionality, and overall device operation. Based on the results of the device evaluation, the investigation concluded that the reported event was caused by a component failure at the noxmixer tube to oxygen inlet connection. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that an abnormal noise was observed from the (d4) device while delivering inhaled nitric oxide (ino) therapy to a pediatric patient. According to the hospital report, a hissing noise was heard from the noxmixer area of the device when the flow meter was set to zero. No harm to the patient or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: servo-u; pcv 34 27/10, 80% 20 ppm.